Manufacturer narrative:
Section h10: the real intelligence robotic drill, rob10013, sn(B)(6), used during surgery, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario related to sporadic bur spinning can be confirmed. A kpc test was performed during which the burr rotates sporadically. Subjectively, no abnormal noises could be heard, and a "critical error" was not seen. Thus, the reported scenario related to "critical error" is not confirmed. It was noticed that the cable was loose and therefore does not meet the specifications of 90 ft-lbs. The drill was opened for further investigation. The exposure motor was tested and passed. The carriage was inspected, and it was noticed that both bearings were full of residue. The bearing was hard to turn. The bearings were replaced and a kpc test was performed again. All tests passed and the drill rotated as intended. An engineering review was completed. The exposure motor was tested and found to be responsive. The most likely cause for the reported scenario related to sporadic bur spinning is worn bearings. Although the problem related to the "critical error" was not confirmed, factors that may have contributed to the reported symptom may have been associated with an intermittent connection due to internal debris/ingress. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case(B)(4).

Event description:
It was reported that during a cori assisted tka surgery, utilizing a real intelligence robotic drill, with the bur all technique, the drill stopped rotating, proceeding only in small jumps and emitting noises from inside the handpiece. The procedure was resumed, after a non-significant delay, manually. Critical error message appeared on the screen. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).